Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatopgraphy (ercp) procedure, the lithocrush basket was not able to crush the stone nor was the physician able to fully retract the basket. The physician performed an emergency technique by cutting the wires and then the wires were fed through a coil sheath and a sohendra handle, attempting to further crush the common bile duct stone without success. The users were not able to remove the wires or coil sheath from the pt. The endoscope was removed, the pt was transferred to a critical care unit at another facility for further emergency intervention. There was no further info provided by the user facility regarding this report.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The user facility reported that the device was not discarded following the emergency intervention, but it was locked-up in the laboratory room at the original reporting facility. However, an olympus rep visited the original reporting facility following the event to gather more info regarding the reported event and to provide training to the facility's staff, if it was determined necessary. The cause of the user's experience cannot be conclusively determined, but the use of another company's handle during the later part of the procedure cannot be ruled out to be a contributing factor to the reported event. This report is being filed as an MDR in abundance of caution.